Manufacturer narrative:
Health professional? Previously stated "no information". The correct response is "yes". Occupation should have stated "nurse" rather than "other health care professional.

Event description:
New information received noted no intervention was performed on the patient's pacemaker and the issue was resolved. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced presyncope during exercising. Upon review, the pacemaker recorded episodes of high ventricular rates during sensing indicated atrial pacing. Crosstalk was noted. Programming changes were discussed. No intervention or further information was provided.